Event description:
This serious unsolicited device case from united states received on (B)(6) 2013 from a consumer (patient). This case concerns a male pt (age unk) whose blood sugar level was elevated after receiving treatment with synvisc one. No relevant medical history, past drugs, other concomitant medications or concurrent conditions were reported. On (B)(6) 2012, the pt received treatment with synvisc one injection at a dose of 6 ml once (route of administration, batch/lot number and expiration date unk) into an unspecified location for osteoarthritis. The pt reported that his blood sugar was elevated (as high as 499) and his aic was up when he visited the doctor. Corrective treatment: not reported. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and conclusion was pending for the same. Seriousness criteria: the event was assessed as medically significant.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: this case concerns a male pt who had elevated blood sugar levels, whilst receiving synvisc one for osteoarthritis. However, the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.